Event description:
It was reported that during a procedure (ilio-femoral endarterectomy and right femoral superficial recanalization), the physician encountered difficulties during the stent deployment. A portion of the stent was released and another was still in the delivery system. The stent was deployed, however, was stretched. The physician attempted balloon dilatation, but the result was not satisfactory. A prosthetic bypass was performed.

Manufacturer narrative:
The lot history records have been reviewed with special attention to the mfg and inspection of this product and the product was found to have met all specs prior to shipment. The delivery system has been returned for eval. The investigation is currently underway. This event is being reported, because this device is the same of similar to one marketed in the united states PMA# p070014.